Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observed insulin exiting the infusion set tubing during the load fill step. Customer changed the cartridge and insulin was observed exiting the tubing. Blood glucose was in the 200 mg/dl range.